Event description:
Integra reservoir was picked from the operating room stock prior to beginning of the operating room case. Delivered to the sterile field for implantation by staff and procedure completed. Upon completing operating case documentation, it was discovered by the staff that the exp date for the reservoir was 11/2009. Physician notified and physician informed the pt. Dates of use: (B)(6) 2010. Diagnosis or reason for use: brain cancer metastases.